Manufacturer narrative:
Report source. In an article "complications and safety aspects of kyphoplasty for osteoporotic vertebral fractures: a prospective follow-up study in 102 consecutive pts" yohan robinson, sven k. Tschoeke, philip stahel, ralph kayser, christoph e. Heyde. Method - device not returned, follow up with author.

Event description:
In the article "complications and safety aspects of kyphoplasty for osteoporotic vertebral fractures: a prospective follow-up study in 102 consecutive pts" the following event was reported: one pt with a flattened vertebra l1 that was impossible to reduce; while filling the vertebra with pmma cement, a leakage occurred into the lower disc. Seven pts with accidental cement extravasations. One pt with postoperative bleeding resulting in a subcutaneous hematoma evacuation. It was reported, pulmonary embolism of pmma was in 4.6% of 65 pts treated with either vertebroplasty or kyphoplasty. No additional information was reported.